Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced worse leaking, urinary tract infection and erosion. It was also reported that the plaintiff allegedly experienced a product problem and emotional distress. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR #: 2183959-2016-00045, 2183959-2016-00046.